Event description:
This notification was opened for review for a simplyglo device with an allegation of burnt pca. There was no allegation of patient harm/injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information regarding an allegation of a burnt pca on a simplygo device. There was no allegation of patient harm/injury. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was sent to a third-party service center for investigation. During evaluation, the third-party service center found pca burned and sieves leaking. Due to the alleged malfunction, the device will be forwarded to the manufacturer¿s product investigation lab (pil) for additional testing and investigation; however, the device has not been received at this time. A final report will be sent once the investigation is concluded.